Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 22-feb-2023, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 22-feb-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a manufacturing representative (rep) regarding the patient. The rep re ported that the patient is to have a lead revision on (B)(6) 2020. They stated that the reason for the lead revision is unknown at this time. No further complications or symptoms were reported or anticipated.